Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain and discomfort') and autoimmune disorder ('symptoms of autoimmune disorder') in a 47-year-old female patient who had essure (batch no. A14894,50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), arthralgia ("widespread joint pain"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness"), inflammation ("inflammation") and menstrual disorder ("changes to her menstrual cycle"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, arthralgia, soft tissue disorder, tenderness, inflammation and menstrual disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, inflammation, menstrual disorder, pelvic pain, soft tissue disorder and tenderness to be related to essure. Lot number:a14894 manufacture date: 2012-05 expiration date: 2015-05. Lot number: 50678466 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain and discomfort') and autoimmune disorder ('symptoms of autoimmune disorder') in a (B)(6) year-old female patient who had essure (batch no. A14894, 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), arthralgia ("widespread joint pain"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness"), inflammation ("inflammation") and menstrual disorder ("changes to her menstrual cycle"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, arthralgia, soft tissue disorder, tenderness, inflammation and menstrual disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, inflammation, menstrual disorder, pelvic pain, soft tissue disorder and tenderness to be related to essure. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("significant pain and discomfort / localized pain") in a 47 year-old female patient who had essure inserted (lot no. A14894,50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression, fibromyalgia, fibroids and perimenopause. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: irregular vaginal bleeding with mirena. Concomitant products included tramadol and mirena intrauterine device (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1409 days after essure insertion, she experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2017 she experienced osteoarthritis ("protrusio acetabuli in keeping / there is spiking of the tibial spines with early osteoarthrosis"). On (B)(6) 2017 she experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("abdominal bloating"), arthralgia ("widespread joint pain / multiple joints pain") and fatigue ("fatigue / she getting tired"). On (B)(6) 2017 she experienced menopause ("perimenopause") and gastrointestinal disorder ("refluxabdominal") and was found to have weight increase ("she has put some weight"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to her menstrual cycle"), autoimmune disorder ("symptoms of autoimmune disorder"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness") and inflammation ("inflammation") and was found to have weight gain ("weight gain"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, hypersensitivity, fatigue and weight gain had resolved and the arthralgia had not resolved. The outcomes for abdominal pain lower, abdominal distension, menstrual disorder, adenomyosis, uterine leiomyoma, menopause, autoimmune disorder, osteoarthritis, soft tissue disorder, tenderness, inflammation, vitamin d deficiency, gastrointestinal disorder and weight increased were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, fatigue, gastrointestinal disorder, hypersensitivity, inflammation, menopause, menstrual disorder, osteoarthritis, pelvic pain, soft tissue disorder, tenderness, uterine leiomyoma, vitamin d deficiency, weight increase and weight gain to be related to essure administration. The reporter commented: her joint pains improved for the first 6 weeks post-essure removal. Unfortunately, for the last few weeks, they have returned and she is very disappointed naturally but her general body aches seem to be as they were before. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: the histology from the procedure shows adenomyosis and fibroids. The essure devices were correctly sited and there was no evidence of inflammation around the device [ultrasound scan] on (B)(6) 2013: the right essure device is positioned satisfactorily. The left essure device is difficult to identify due to one of the fibroids but I think it is in the right position [x-ray] on (B)(6) 2013: devices are correctly situated. Both tube ostia visible. Right ostium: number of visible coils is 03. Left ostium: number of visible coils is 06 [x-ray limb] on (B)(6) 2017: [x-ray knee, there is narrowing- of the 'medial joint compartment, there is spiking of the tibial spines. Appearances are in keeping with early osteoarthrosis. No focal bone abnormality or joint effusion [x-ray of pelvis and hip] on (B)(6) 2017: pelvis - there is superior lateral joint space narrowing of both hips and protrusio acetabuli in keeping with osteoarthrosis. Lot number: 50678466, manufacturing date: 2012-08, expiration date: 2015-08. Lot number: a14894, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, annex f of international medical device regulators forum updated. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("significant pain and discomfort/localized pain") in a 47 year-old female patient who had essure inserted (lot no. A14894, 50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression, fibromyalgia, fibroids and perimenopause. Previously administered products included: mirena for contraception. Past adverse reactions to the above products included: irregular vaginal bleeding with mirena. Concomitant products included tramadol and mirena intrauterine device (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1409 days after essure insertion, she experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2017, she experienced osteoarthritis ("protrusio acetabuli in keeping / there is spiking of the tibial spines with early osteoarthrosis"). On (B)(6) 2017, she experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("abdominal bloating"), arthralgia ("widespread joint pain/multiple joints pain") and fatigue ("fatigue/she getting tired"). On (B)(6) 2017, she experienced menopause ("perimenopause") and gastrointestinal disorder ("refluxabdominal") and was found to have weight increase ("she has put some weight"). On (B)(6) 2019, she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to her menstrual cycle"), autoimmune disorder ("symptoms of autoimmune disorder"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness") and inflammation ("inflammation") and was found to have weight gain ("weight gain"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). At the time of the report, the pelvic pain, hypersensitivity, fatigue and weight gain had resolved and the arthralgia had not resolved. The outcomes for abdominal pain lower, abdominal distension, menstrual disorder, adenomyosis, uterine leiomyoma, menopause, autoimmune disorder, osteoarthritis, soft tissue disorder, tenderness, inflammation, vitamin d deficiency, gastrointestinal disorder and weight increased were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, fatigue, gastrointestinal disorder, hypersensitivity, inflammation, menopause, menstrual disorder, osteoarthritis, pelvic pain, soft tissue disorder, tenderness, uterine leiomyoma, vitamin d deficiency, weight increase and weight gain to be related to essure administration. The reporter commented: her joint pains improved for the first 6 weeks post-essure removal. Unfortunately, for the last few weeks, they have returned and she is very disappointed naturally but her general body aches seem to be as they were before. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: the histology from the procedure shows adenomyosis and fibroids. The essure devices were correctly sited and there was no evidence of inflammation around the device. [Ultrasound scan] on (B)(6) 2013: the right essure device is positioned satisfactorily. The left essure device is difficult to identify due to one of the fibroids but I think it is in the right position. [X-ray] on (B)(6) 2013: devices are correctly situated. Both tube ostia visible. Right ostium: number of visible coils is 03. Left ostium: number of visible coils is 06. [X-ray limb] on (B)(6) 2017: [x-ray knee, there is narrowing- of the 'medial joint compartment, there is spiking of the tibial spines. Appearances are in keeping with early osteoarthrosis. No focal bone abnormality or joint effusion. [X-ray of pelvis and hip] on (B)(6) 2017: pelvis - there is superior lateral joint space narrowing of both hips and protrusio acetabuli in keeping with osteoarthrosis. Lot number: 50678466. Manufacturing date: 2012-08. Expiration date: 2015-08. Lot number: a14894. Manufacturing date: 2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: quality safety evaluation of ptc. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain and discomfort / localized pain') and autoimmune disorder ('symptoms of autoimmune disorder') in a 47-year-old female patient who had essure (batch no. A14894, 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause and fibroids. Previously administered products included for contraception: mirena in 2012. Past adverse reactions to the above products included vaginal haemorrhage with mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), arthralgia ("widespread joint pain"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness"), inflammation ("inflammation"), menstrual disorder ("changes to her menstrual cycle"), hypersensitivity ("allergy symptoms") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, fatigue and weight increased had resolved and the autoimmune disorder, arthralgia, soft tissue disorder, tenderness, inflammation and menstrual disorder outcome was unknown. The reporter provided no causality assessment for fatigue, hypersensitivity and weight increased with essure. The reporter considered arthralgia, autoimmune disorder, inflammation, menstrual disorder, pelvic pain, soft tissue disorder and tenderness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2013: the right essure device is positioned satisfactorily. The left essure device is difficult to identify due to one of the fibroids but I think it is in the right position·. X-ray - on (B)(6) 2013: devices are correctly situated, both tube ostia visible right ostia :number of visible coils is 03. Left ostia :number of visible coils:06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: a new reporter (lawyer) was added, the patient´s initials were updated, new adverse events (allergy symptoms, fatigue and weight gain) and new as reported (localized pain) were reported. The outcome for the adverse events allergy symptoms, localized pain, fatigue and weight gain was updated to recovered/resolved. We received lot numbers in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("significant pain and discomfort / localized pain") in a 47 year-old female patient who had essure inserted (lot no. A14894,50678466) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of depression, psychiatric disorder nos, osteoarthritis, carcinoma endometrial, knee pain, vitamin d deficiency, overweight, depression, fibromyalgia, fibroids and perimenopause. Previously administered products included: mirena for contraception and ibuprofen and paracetamol. Past adverse reactions to the above products included: irregular vaginal bleeding with mirena. As concurrent condition the report mentioned post coital bleeding. Concomitant products included tramadol and mirena intrauterine device (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1409 days after essure insertion, she experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2017 she experienced osteoarthritis ("protrusio acetabuli in keeping / there is spiking of the tibial spines with early osteoarthrosis"). On (B)(6) 2017 she experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("abdominal bloating"), arthralgia ("widespread joint pain / multiple joints pain") and fatigue ("fatigue / she getting tired"). On (B)(6) 2017 she experienced menopause ("perimenopause") and gastrointestinal disorder ("refluxabdominal") and was found to have weight increase ("she has put some weight"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to her menstrual cycle"), autoimmune disorder ("symptoms of autoimmune disorder"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness"), inflammation ("inflammation"), mental disorder (" psychological issues;") and mobility decreased ("mobility problem") and was found to have weight gain ("weight gain"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomy (B)(6) 2019). At the time of the report, the pelvic pain, hypersensitivity, fatigue and weight gain had resolved and the arthralgia had not resolved. The outcomes for abdominal pain lower, abdominal distension, menstrual disorder, adenomyosis, uterine leiomyoma, menopause, autoimmune disorder, osteoarthritis, soft tissue disorder, tenderness, inflammation, vitamin d deficiency, gastrointestinal disorder, weight increased, mental disorder and mobility decreased were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, arthralgia, autoimmune disorder, fatigue, gastrointestinal disorder, hypersensitivity, inflammation, menopause, menstrual disorder, mental disorder, mobility decreased, osteoarthritis, pelvic pain, soft tissue disorder, tenderness, uterine leiomyoma, vitamin d deficiency, weight increase and weight gain to be related to essure administration. The reporter commented: her joint pains improved for the first 6 weeks post-essure removal. Unfortunately, for the last few weeks, they have returned and she is very disappointed naturally but her general body aches seem to be as they were before. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: the histology from the procedure shows adenomyosis and fibroids. The essure devices were correctly sited and there was no evidence of inflammation around the device [ultrasound scan] on (B)(6) 2013: the right essure device is positioned satisfactorily. The left essure device is difficult to identify due to one of the fibroids but I think it is in the right position [x-ray] on (B)(6) 2013: devices are correctly situated. Both tube ostia visible. Right ostium: number of visible coils is 03. Left ostium: number of visible coils is 06. [X-ray limb] on (B)(6) 2017: [x-ray knee, there is narrowing- of the 'medial joint compartment, there is spiking of the tibial spines. Appearances are in keeping with early osteoarthrosis. No focal bone abnormality or joint effusion. [X-ray of pelvis and hip] on (B)(6) 2017: pelvis - there is superior lateral joint space narrowing of both hips and protrusio acetabuli in keeping with osteoarthrosis. Lot number: 50678466, manufacturing date: 2012-08, expiration date: 2015-08. Lot number: a14894, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events mobility problems & psychological issues added. Medical history, concomitant conditions & reporter information updated. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("significant pain and discomfort / localized pain") in a 47 year-old female patient who had essure inserted (lot no. A14894,50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of chemotherapy (confirmed complete response to chemotherapy and none of the 3 lymph nodes removed had cancer in them) on (B)(6) 2024, sentinel node biopsy (plan- wire guided wide local excision and sentinel node biopsy.) On (B)(6) 2024, breast cancer (having a consult for diagnosis of right breast cancer. Start chemo within next 2 weeks.) On (B)(6) 2023, depression and joint pain on (B)(6) 2023, pre-diabetes on (B)(6) 2023, sars-cov-2 antibody test positive on (B)(6) 2020, laparoscopically assisted hysterectomy from (B)(6) 2019 to (B)(6) 2019, hysterectomy (had hysterectomy back in 2019) in 2019, abdominal pain from (B)(6) 1999 to (B)(6) 2023, pregnancy termination from (B)(6) 1996 to (B)(6) 2023, sexually transmitted disease from (B)(6)1987 to (B)(6) 2023, uterine fibroid in 2013, asthma in 2004, varicose veins of lower extremities and varicose veins of lower extremities in 2002, varicose veins of lower extremities in 1999, varicose veins of lower extremities in 1998, stress and mood swings in 1997, migraine in 1980 and depression, psychiatric disorder nos, osteoarthritis, carcinoma endometrial, knee pain, vitamin d deficiency, overweight, depression, fibromyalgia, fibroids and perimenopause. Never had menopause. Previously administered products included: mirena for contraception and ibuprofen, paracetamol, estrogen and chemo c. Past adverse reactions to the above products included: irregular vaginal bleeding with mirena. As concurrent condition the report mentioned post coital bleeding. Concomitant products included tramadol and mirena intrauterine device (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1409 days after essure insertion, she experienced vitamin d deficiency ("vitamin d deficiency"). On (B)(6) 2017 she experienced osteoarthritis ("protrusio acetabuli in keeping / there is spiking of the tibial spines with early osteoarthrosis"). On (B)(6) 2017 she experienced painful hips ("suffers with pain both hips"), back pain ("suffers with pain both hips, back") and allergy to metals ("allergic to nickel"). On (B)(6) 2017 she experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("abdominal bloating"), generalised joint pain ("widespread joint pain / multiple joints pain") and fatigue ("fatigue / she getting tired"). On (B)(6) 2017 she experienced menopause ("perimenopause") and gastrointestinal disorder ("refluxabdominal") and was found to have weight increase ("she has put some weight"). On (B)(6) 2019 she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroids"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to her menstrual cycle"), autoimmune disorder ("symptoms of autoimmune disorder"), soft tissue disorder ("widespread soft tissue pain"), tenderness ("tenderness"), inflammation ("inflammation"), mental disorder (" psychological issues;") and mobility decreased ("mobility problem") and was found to have weight gain ("weight gain"). The patient was treated with surgery (total hysterectomy & bilateral salpingectomyon (B)(6) 2019). At the time of the report, the pelvic pain, hypersensitivity, fatigue and weight gain had resolved and the generalised joint pain had not resolved. The outcomes for abdominal pain lower, abdominal distension, menstrual disorder, adenomyosis, uterine leiomyoma, menopause, autoimmune disorder, osteoarthritis, soft tissue disorder, tenderness, inflammation, vitamin d deficiency, gastrointestinal disorder, weight increased, mental disorder and mobility decreased were unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, allergy to metals, painful hips, generalised joint pain, autoimmune disorder, back pain, fatigue, gastrointestinal disorder, hypersensitivity, inflammation, menopause, menstrual disorder, mental disorder, mobility decreased, osteoarthritis, pelvic pain, soft tissue disorder, tenderness, uterine leiomyoma, vitamin d deficiency, weight increase and weight gain to be related to essure administration. The reporter commented: her joint pains improved for the first 6 weeks post-essure removal. Unfortunately, for the last few weeks, they have returned and she is very disappointed naturally but her general body aches seem to be as they were before. Diagnostic results (normal ranges are provided in parenthesis if available): [human epidermal growth factor receptor test] on (B)(6) 2024: positive [oestrogen receptor assay] on (B)(6) 2024: negative [pathology test] on (B)(6) 2019: the histology from the procedure shows adenomyosis and fibroids. The essure devices were correctly sited and there was no evidence of inflammation around the device [ultrasound scan] on (B)(6) 2013: the right essure device is positioned satisfactorily. The left essure device is difficult to identify due to one of the fibroids but I think it is in the right position [x-ray] on (B)(6) 2013: devices are correctly situated. Both tube ostia visible. Right ostium: number of visible coils is 03. Left ostium: number of visible coils is 06 [x-ray limb] on (B)(6) 2017: [x-ray knee, there is narrowing- of the 'medial joint compartment, there is spiking of the tibial spines. Appearances are in keeping with early osteoarthrosis. No focal bone abnormality or joint effusion [x-ray of pelvis and hip] on (B)(6) 2017: pelvis - there is superior lateral joint space narrowing of both hips and protrusio acetabuli in keeping with osteoarthrosis lot number: 50678466 manufacturing date: 2012-08 expiration date: 2015-08 lot number: a14894 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2024: event (arthralgia, back pain and allergy to metals) and new reporter information was added. Medical history and lab data was updated. We received lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.